Manufacturer narrative:
The t:slim g4 pump user guide states the pump "can stop insulin delivery and alert you (or whoever is with you) if there has been no interac­tion with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto off alarm occurred. The customer reported an elevated blood glucose (bg) level of 409 (mg/dl). A pump bolus was delivered to address bg levels. During troubleshooting with tandem technical support, the customer was reminded that the auto-off safety feature can be modified or turned off. Customer acknowledged and indicated they would turn the feature off.